Manufacturer narrative:
The lot number for the device was provided. The device history records are currently under review. The device is not available for return, however a photo was provided for review. The investigation of the reported event is currently underway.

Event description:
It was reported that allegedly the extension tube of the dialysis catheter was emulsified. The device still implanted. There was no reported patient injury.

Event description:
It was reported that allegedly the extension tube of the dialysis catheter was emulsified. The device still implanted. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the lot met all release criteria. DHR was reviewed and no deviations/issues were identified or associated with this problem in regards to product materials or during manufacturing, packaging or qc inspection process. All necessary inspections were performed throughout all manufacturing, packaging and inspection activities and for raw material utilized in the manufacture of this lot in regards to the described problem. Investigation summary: one electronic photo of a dialysis catheter was returned for evaluation. A photo review was performed. The investigation is inconclusive for catheter kink, as no catheter kinking was observed in the provided photo. However, the investigation is conclusive for material discoloration, as a milky white color was observed in both extension legs in the photo provided. The definitive root cause could not be determined based upon available information. Cleaning chemicals/catheter maintenance may have contributed to the reported event. However, it is unknown if procedural issues contributed to the reported event. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. (Expiry date 09/2019).